Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Threads on tip of threaded inserter have been damaged and will not engage on stem.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.